Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis investigation identified a broken blade measuring approximately 0.191" from the base. The broken piece was not returned for evaluation. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The known cause is attributed to mishandling and misuse of the instrument. A review of the submitted images was performed by an isi regulatory post market surveillance (rpms) analyst. The following additional information was provided: the 1st image shows the instrument part number and UDI matching the complaint details while the 2nd image shows the instrument tip. No conclusive determination can be made based on this review. A review of the instrument log for the harmonic ace instrument lot # l90210906 / sequence 0006 associated with this event has been performed. Per logs, the instrument was used for a procedure on (B)(6) 2022 and not on the reported event date of (B)(6) 2022 with system (B)(4). The instrument is single use and was unusable after the last usage date. This complaint is considered a reportable event due to the following conclusion: failure analysis investigation confirmed a missing blade from the harmonic ace instrument. The missing piece could fall inside the patient during the surgical procedure. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling inside the patient may require surgical intervention.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the user observed instrument recognition issue involving the harmonic ace instrument. Troubleshooting was performed by replacing the instrument with the backup one and this resolved the issue. Using the back up instrument, the user continued the procedure with no further issue reported. No fragment fell into the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) attempted to obtain additional information via follow-up. However, no further details have been received as of the date of this report.